Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, lens was implanted on the same patient and had to be removed due to a large gauge on the side of the lens. They then changed cartridges/injector implanted a 3rd lens and it was ok. They pulled the iols and the cartridge used. Additional information has been requested and received stating that there was no patient harm. Symptoms resolved. There are two files associated with this event. This is 1 of 2.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for evaluation. Two photos were provided. The photos did not state which serial number was pictured. The review will be placed in both files. Both photos showed similar damage in the same area. The lenses had scrape marks near the optic edge. The marks were in line with one haptic/optic junction area. This may have been caused by a plunger over/underride. Unable to determine if the damage was on the posterior or anterior surface. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with an unidentified company viscoelastic. The root cause for the lens damage could not be determined. The product was not returned. Based on review of the provided photos, the lenses were damaged. The lenses had scrape marks near the optic edge. The marks were in line with one haptic/optic junction area. This may have been caused by a plunger over/underride. Unable to determine if the damage was on the posterior or anterior surface from the photos. It is unknown if an adequate amount of viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).